Event description:
The catheter broke while trying to flush.

Manufacturer narrative:
One used unit was received on 22 january 2008 and is currently being decontaminated. Upon decontamination and completion of the investigation, a supplemental report will be submitted. Attempts have been made to obtain additional info.